Event description:
The hcp reported that the pump was explanted after an implant duration of less than seven months. In 2006 the pt "began leaking at pump site. Admitted to the emergency room and hospitalized x three days." The pump and catheter were removed. Pt outcome is reported to be "fine".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.